Manufacturer narrative:
The co rep observed that the autofill failure alarms in the iabp fault log. He did not find blood detected alarms logged and did not find code 57 autofill alarms due to blood detected. The co rep verified blood detection calibration, performed functional and safety tests to meet factory specifications: the iabp functioned normally and he returned it to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an "autofill failure" alarm and "blood detected" alarms. The patient was switched to another iabp and therapy was continued. No patient injury was reported.